Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed no abnormality that could have caused the reported condition. Air pressure testing did not identify the reported leak. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set leaked from the connection between the top of the filter and the tubing. This malfunction occurred during priming. There was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.